Manufacturer narrative:
The insulin pump alarmed during prime test due to faulty force sensor resistor also, unable to complete functional test due to a33 alarm. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump was received with cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor during a set change. The customer's blood glucose reading was 102 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.